Event description:
A journal article was reviewed that contained information regarding this lead model. Multiple patients and multiple failure modes were noted in the article; however, a one to one correlation could not be made with unique lead/serial numbers. The article included the following failure modes: positioning/fixation difficulties during implant, perforation, infection, and lead dislodgement. Further follow-up did not yield any additional relevant information regarding this event. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. This information is based entirely on journal literature. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is limited due to confidentiality concerns. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. Referenced article: "improved success rate of cardiac resynchronization therapy implant by employing an active fixation coronary sinus lead." Europace: european pacing, arrhythmias, and cardiac electrophysiology: journal of the working groups on cardiac pacing, arrhythmias, and cardiac cellular electrophysiology of the european society of cardiology.12(6):825-829.